Manufacturer narrative:
While advancing two sv wires distally (pgw .018 sv short 300cm st) in the lower limb (side unclear), it was reported that the coating of the wire tip lost connection with the core wire. The coating got very long and the whole system included. There was no report of patient injury.  The procedure was completed by re-tracking the sv wire and switching to a boston v18. This was a percutaneous transluminal angioplasty (pta).  The lesion was ¿normally¿ calcified. The device were not used being treatment of a chronic total occlusion.  The devices did not kink or bend at any time. There was no force required during the used of the products.  Additional information received reported that per the customer there is a connection on the wires.  A saber balloon remains on one of the wires. The products were returned for analysis. Five units of pgw .018 sv short 300cm st guide wire were returned. Four units were returned in sterile condition in its original properly sealed inner punch and one was returned in a non-sterile condition coiled inside of a plastic bag. The sterile units were removed from the packaging and they were inspected. Per visual analysis no anomalies or damages were found on the units received in sterile condition. However, a fracture/separation and an unraveled/stretched condition were found at the distal end of the unit that was returned in a non-sterile condition. No other anomalies were noted. Per microscopic analysis the five guide wires were inspected and it was found that only the unit returned in non-sterile condition presented a fracture/separation and unraveled/stretched condition. The rest of the units did not exhibit anomalies or damages. Per sem analysis the separated core wire revealed evidence of reverse bending and shearing on the separated areas while the coiled wire presented evidence of reverse bending and a plastic deformation of material. Reverse bending or fatigue failures could be related to the application of fluctuating stresses. The reverse bending and material plastic deformation evidence found on the separated areas suggests a device manipulation that led the material to separation. No other anomalies were noted. A device history record (DHR) review of lot 35230694 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip separated¿ and ¿distal tip-wires - unraveled/stretched - in patient¿ were confirmed through analysis of the returned devices. The exact cause of the events could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by reverse bending and plastic deformations noted on the first device during analysis due to the application of fluctuating stresses. Force was applied to the wire as it was advanced through the vasculature. The second device (B)(4) was also confirmed ¿distal tip-wires - unraveled/stretched - in patient¿ due to the condition of the returned device. According to the instructions for use ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
While advancing two sv wires distally (pgw .018 sv short 300cm st) in the lower limb (side unclear), it was reported that the coating of the wire tip lost connection with the core wire. The coating got very long and the whole system included. There was no report of patient injury.  The procedure was completed by re-tracking the sv wire and switching to a boston v18. The products will be returned for analysis. This was a percutaneous transluminal angioplasty (pta).  The lesion was ¿normally¿ calcified. The device were not used being treatment of a chronic total occlusion.  The devices did not kink or bend at any time. There was no force required during the used of the products.  Additional information received reported that per the customer there is a connection on the wires.  A saber balloon remains on one of the wires.